Manufacturer narrative:
The device was returned to zoll italy for evaluation. The customer's report was observed and attributed to fluid ingress. The investigation confirmed that water had leaked into the device due to a crack in the external housing. All affected internal and external components were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.